Manufacturer narrative:
(B)(4): a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot# 0000694286 was manufactured on 08/12/2014. Most probable cause could be related to customer misuse. During the investigation, it was found that the most probable way for the component breaking is by incorrectly disconnecting the one piece form the valve. The product¿s instruction for use (IFU) specifically states how to perform the operation. A copy of the IFU was forwarded to customer. Although, a need was found to repair the mold for the affected component due to its worn state. This also could affect the condition of the finished component, which could result in the reported failure mode. This complaint will be tracked/trended as part of the complaint process.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon carefusions investigation.

Event description:
Medical specialties - broken customer stated via email "  patient with malignant pleural effusion was drained using peritex (physician approved to drain off-label). Peritex access tip was locked into catheter valve and broke off. Nurse has been draining patient since (B)(6) 2014 without any difficulty. Patient was admitted with suspected broken valve. Patient suffered from anxiety. Nurse successfully removed access tip from catheter valve and clamped the catheter tubing."no further information as patient passed away a few days after failure mode occured. Sample is unavailable. Other than anxiety, no patient injury or harm.